Event description:
It was reported that while shutting the system down a non-recoverable fault was observed. The technical service engineer (tse) was not able to view system logs since system was not connecting to onsite. The customer power cycled the system; however, the issue persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced video processor and auxiliary video processor (avp) to resolve the issue. The system was verified and ready to use. Isi has not received the devices for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a configuration (cfg) auxiliary video board (avp) and video processor involved with this complaint to perform failure analysis. The video processor was analyzed. In logs, error 40068 was found, confirming the event occurred in the field. Upon visual inspection, no related issues were found. Unit returned without bezel and filter. The unit was installed onto a golden system and was able to be programmed. The unit was then power cycled 10 times and no related issues were found. The unit functioned as expected and was able to take and store pictures on an external usb. The cfg avp was analyzed. In logs, error 40068 was found indicating that the fault occurred in the field. Visual inspection, no issues were found related to the reported event. The avp was installed in the golden system, upon power on, the avp was not presented on the laptop app. When shutting down, the avp failed with error code 297. The complaint was confirmed based on failure analysis. The probable root cause is attributed to electrical and fiberoptic defect pertaining to the cfg avp.

Event description:
Refer to h11 for follow-up information.